Event description:
It was reported that a patient underwent a hernia repair procedure in 2011 and mesh was implanted. The mesh had not integrated appropriately on the parietal side and had significant adhesions on the visceral side. It shrunk considerably. The patient required additional surgery. Part of the mesh was removed from the patient on (B)(6) 2013 and a different type of mesh was implanted. The patient is in stable condition.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.